Event description:
The account reported a wound burn on a male patient. The patient required five sutures to close the wound. Follow up attempts were made to the account to retrieve patient demographics and patient outcome. However, no additional information was received.

Manufacturer narrative:
Weight, ethnicity: unknown/not provided. Date of event: unknown/not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H4 correction: in the initial report , the device manufacturing date was sep 14, 2021. The correct manufacturing date is 10-01-2021. Device evaluation: manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.